Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was missing. An olympus field service engineer (fse) confirmed that the customer found the nozzle was clogged. Hence, the customer removed the nozzle. The reported issue (reduced angulation) was confirmed. It was observed the angulation was insufficient and heavy. In addition, service found there was water vapor inside the light guide lens, the light guide tube was wrinkled, the insertion section was wrinkled, the water removal ability for the lens¿ surface was out of specification due to missing nozzle, and the protector was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited reduced angulation and clogged nozzle. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. This report is being submitted for the reportable malfunction of clogged nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified, nor could a further cause of the event be presumed from the information provided. No deviation from the instructions for use were found pertaining to reprocessing of the device. Olympus will continue to monitor field performance for this device.